Event description:
The patient contacted lifescan and reported that their one touch ultra meter was turning off during use. Medical affairs specialist called and spoke with the patient, who provided additional information. The patient was having this issue with the meter (powering off during use) for about a week. Last friday, they tried to test on their meter since they were sweaty. Their meter kept turning off before the time was up and they were not able to test their blood glucose. They had not been able to test on their meter for 4 days prior to that day. They had continued to take their oral medication (1 pill of metformin) during that time. They went to the emergency room, where their blood glucose result on the ER meter was 40 md/dl. They were given some orange juice and was there 5 hours. The patient has had the meter since 2002 and had not replaced the battery in the meter since they had received the meter. The power issue was resolved by replacing the battery. Based on the information provided, there is no evidence of meter malfunction. However, there is use error involved (battery not replaced), which contributed to hypoglycemia. Therefore, this case is reported as an adverse event. No replacement products were sent since the issue was resolved.